Event description:
A nurse reported that a system shut down and rebooted on its own before a procedure. After several attempts, the system did prime and the surgery was started and completed with the same equipment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).